Event description:
It was reported that during a surgery, after loading the CT scan the 3d reconstruction would not load, despite waiting for about 10 minutes. The registration was performed only with the MRI and not the CT.

Manufacturer narrative:
It was reported that after loading the CT scan, the 3d reconstruction would not load. Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation indicated that a first device shutdown, no mentioned in the complaint description, occurred during the exam load from an external storage probably due to a crash of the application or of the operating system or a hard shutdown. Not enough elements are provided to conclude about the root cause for this issue. The technical investigation indicated that the software could not load the 3d reconstruction of exams due to the exam resolution being oversized. As the acquisition protocol indicates that image resolution must not exceed 512x512 pixels, the issue can be considered as a use error.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery, after loading the CT scan the 3d reconstruction would not load, despite waiting for about 10 minutes. The registration was performed only with the MRI and not the CT.